Event description:
It was reported during remote follow up that the pacemaker exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended, but not yet implemented. There were no patient consequences.

Manufacturer narrative:
Correction: b5 falsely stated complaint product as an implantable cardioverter defibrillator (ICD). Now updated to pacemaker.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended, but not yet implemented. There were no patient consequences.